Event description:
The customer stated that she went to the ER with bronchitis and blood glucose levels of 340 mg/dl. The customer was treated and released, but was admitted the following day with diabetic ketoacidosis and vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.